Event description:
A cryoablation procedure was performed on (B)(6) 2013. The patient had a phrenic nerve injury at 187 seconds into ablation of the rspv, at a temperature of -60c. The procedure was aborted. When retesed, the physician was able to pace the phrenic nerve, but it was weak. On (B)(6) 2013, the patient returned for follow up. When testing the patient's diaphragm, they found that inspiration and expiration was not the same on the left and right sides of the diaphragm; the left side of the diaphragm was moving, right side was not. Patient complained of shortness of breath.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.